Event description:
On november 24, 2007, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra giving inaccurate high readings. On november 28, 2007, this medical affairs specialist contacted the patient to obtain more information. The patient tests her blood glucose 6 times per day and sometimes more if needed. The patient takes a set amount of 70/30-mix insulin each day (70 units in the morning and 20 units in the evening). The patient would usually start to feel hypoglycemic when her blood glucose goes below "58 mg/dl" and hyperglycemic when her blood glucose goves above "250 mg/dl." When her blood glucose is relatively low, she would eat more food before she takes her set amount of 70/30-mix insulin. The patient's hematocrit is 35%. In 2007, at 11:30am, the patient obtained an alleged inaccurate high blood glucose result of "208 mg/dl." The patient did not feel any symptoms at the time of concern. The patient then ate her usual breakfast (egg, bacon, and cereal) and took 70 units of 70/30-mixed insulin. At 1pm, the patient went shopping, started to have blurred vision, and fainted. The patient was treated with oral glucose and felt better soon after. The patient was neither tested on any other blood glucose device nor her lfs meter at the time of concern. The patient did not got to the emergency room. There have not been any recent changes to the patient testing frequency and diabetes medication regimen. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the testing technique was correct, the punctured area was cleaned appropriately, and the meter's memory matched with the reported reading. This complaint is being reported because the patient claimed she passed out after she obtained a high blood glucose reading and took insulin. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.